Manufacturer narrative:
Additional information received: 2 years after implantation, the patient complained of shortness of breath (sob) and work up was done. The 2nd 29mm s3 valve was implanted more atrial, post deployment there was mild pvl. The patient was discharge post procedure. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. There are several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe native calcific aortic stenosis. It is also indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 valve in a previously implanted tricuspid stent is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. In this case, the cause of the pvl of the s3 valve 2 years after being implanted within cook stents in the ivc cannot be determined. However, there was no allegation or indication a product deficiency malfunction contributed to tupdahis adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Thv/tvt registry. (B)(4). Investigation of this event is ongoing.

Event description:
Per the field clinical specialist (fcs), a valve-in-valve procedure was performed 2 years after the implantation of a sapien 3 valve in the tricuspid position due to paravalvular leak (pvl). The s3 valve had been implanted in the inferior vena cava (ivc) in cook stents.